Manufacturer narrative:
Product complaint # (B)(4) h 6. Investigation findings: c22 ¿ photo analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. --no. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled as vcp303 with the number of lot 108m85 expiration date 2030-04-30. A suture with the suture broken. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient came to the hospital for diagnosis of a "skin mass" and required surgical resection. After removing the mass, the doctor sutured the skin. When the first stitch was sutured, the needle passed through the skin and was pulled normally, the problem of pulling off suture needle happened and could not be used. Immediately stop using and replace with new suture of the same origin, batch number, and model. In subsequent operations, no similar issue was found with the same batch of product. No adverse patient consequences were reported. Additional information was requested.